Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to a compromised battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red error. No clinical details regarding patient condition and resolution were provided. A replacement aic was shipped to the customer.